Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air/water flow issues¿ was not confirmed. The device evaluation found the device nozzle had foreign objects due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in up direction and the play of the up/down knob did not meet the standard value. The bending section cover had a scratch and adhesive had a chip. The connecting tube had a scratch and wrinkle. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material reported could not be identified. A definitive root cause for the reported foreign material could not be established. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with below IFU. Instructions, operation manual for gif-1200n, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif-1200n, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus personnel reported on behalf of the customer, air/water flow issues from the gastrointestinal videoscope. The issue was found during preparation before use inspection for a diagnostic upper gastrointestinal examination. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object inside the nozzle.